Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, the scratched lens was noticed after insertion. The surgeon had to cut out the lens from patient eye and replace with a different lens. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Viscoelastic information was not provided. It is unknown if a qualified viscoelastic was used. The product investigation could not identify a root cause for the reported complaint. Information was provided in the file that scratches were noticed after insertion and the surgeon had to cut out and replace with a different lens. It is unknown if a qualified viscoelastic was used. The instruction for use (IFU) instructs: during device preparation and implantation of the company iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps.- the initial lens was destroyed. The replacement lens model and diopter information was not provided. The manufacturer internal reference number is: (B)(4).